Manufacturer narrative:
Additional information was received which change the suspect medical device that was reported.

Event description:
Manufacturer review of a patient¿s vns programming history identified that high lead impedance was first noted on (B)(6) 2012, and then resolved to normal values the same day. It is unknown if the patient had a lead pin reinsertion or lead replacement surgery that day. The patient was implanted on (B)(6) 2011, but no diagnostics are present in the history prior to (B)(6) 2012. Attempts for additional information are in progress.

Event description:
Additional information was received regarding the patient. The patient had high impedance on (B)(6) 2011, the generator was turned off and x-rays were taken of the head and neck but there negative for any issue. X-rays were not provided to the manufacturer for review. The patient had a revision surgery (B)(6) 2012. It was determined that the lead pin was not fully inserted. The pin was re-inserted and the high impedance resolved. After surgery the generator was turned back on and programmed to previous settings.

Manufacturer narrative:
Analysis of programming history. Analysis of history identified high lead impedance. Device failure is suspected, but did not cause or contribute to a death or serious injury.